Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
During a routine check on the cardiosave intra-aortic balloon pump (iabp) , customer found pump to be leaking helium. Found o-ring missing on male quick disconnect fitting. The o-ring was replaced, there was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse replaced the o-ring to resolve issue. Unit passed all safety and functional test per factory specifications. Unit was returned to customer and cleared for clinical use.